Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's active exhalation control module was replaced to address a failed test step during testing. The component was not replaced. The estimate was rejected by the customer and the device was scrapped.